Manufacturer narrative:
At the time of this report the device investigation had not been completed. Once the investigation is completed a follow-up MDR will be submitted.

Event description:
It was reported that the device was tested before the surgery and was found to be leaking. The device was not used on the patient and no patient injury was reported.